Event description:
It was reported that "blood was leaking from the filter section of the filter pro". The event occurred in (B)(6) 2024 or so at the hospital. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: two pictures were returned. One showed character writing. The other showed a filter cap with blood in it where the filter is observed to be soaked in blood. The complaint of leakage from the filter section of the filter pro can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record review could not be performed as the lot number was unknown.